Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 493 mg/dl. Customer went to sleep with blood glucose at 253 mg/dl and woke up with high blood glucose. Device had alarmed no delivery alarm. During troubleshooting, device was able to rewind. Device passed the displacement test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.